Manufacturer narrative:
Additional information: breakdown of 5 events is as follows: lens damage 5, unique identifier (UDI#): only a portion of the UDI is provided. Serial number of the suspect product: (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1. 5 investigation were completed, and 0 investigations are pending from this period. Breakdown of 5 completed investigations: (B)(4) no product returned, (B)(4) no product returned, (B)(4) cartridge tip cracked/damaged, (B)(4) override, stuck in cartridge, (B)(4) lens cut, haptic damaged. The investigation concluded that the product met manufacturing release criteria. This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events